Manufacturer narrative:
The reported malfunction was observed and attributed to a configuration setting of the device. The device was recently serviced and returned to the customer with a restored default setting. The device brightness setting was set to 10% , which was too dim/dark for clinical information to be fully visable. The device brightness was reset to 70% so that the clinical data would be visable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.